Manufacturer narrative:
Pt's gender: na. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "failed to boot up" (failure to power-up); "system message displayed" (device displays error message). A facility reported that the console displayed a system message and failed to boot up. Additional information has been requested.